Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallflex biliary stent was to be used to treat a malignant stricture in the pancreatic duct during a stent placement procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the physician could not fully deploy the stent. During removal of the partially deployed stent, the stent deployed inadvertently inside the patient. The stent was removed using forceps and the procedure was completed using a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Investigation results: a wallflex biliary delivery system was returned for analysis and the stent was not returned. A visual and tactile examination found that the clear outer sheath was significantly curved and the inner shaft was kinked. No other issues were identified during the product analysis. A review of the device history record (DHR) confirmed that there were no deviations or non-conformances that were identified which relates to the reported event. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. The dfu lists stent misplacement as a potential complication. Device analysis determined that the condition of the returned device was consistent with the complaint incident. The cause of the reported deployment difficulty was most probably due to anatomical or procedural factors encountered during the procedure. Therefore, the most probable root cause for this complaint is operational context. A search of the complaint database revealed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallflex biliary stent was to be used to treat a malignant stricture in the pancreatic duct during a stent placement procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the physician could not fully deploy the stent. During removal of the partially deployed stent, the stent deployed inadvertently inside the patient. The stent was removed using forceps and the procedure was completed using a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.